Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was not able to complete irrigation because no water came to the tube. The water was blocked to control unit. Patient had a bowel obstruction and went to hospital. Patient remained in the hospital for 48 hours because she needed to have her peristeen system replace to be release. Medical history: patient has multiple sclerosis with a high risk of bowel obstruction. She has a large intestine 3 times bigger that normal and must use peristeen every day with 10liter of water (prescribe by the physician) she pumps 4 times.